Manufacturer narrative:
Further analysis was performed when the product was returned to a different site for repair. This analysis was unable to confirm the reported event, the programmer booted up as normal and could login to the vitatron system. The programmer passed functional testing. An error was noted and the electrocardiogram (ECG) connector was loose on the link electronic module (lem) circuit board. Upon inspection the programmer had internal corrosion, therefore it was recommended that the programmer be scrapped.

Manufacturer narrative:
This event occurred outside the us where the same model is distributed. All information provided is included in this report. Patient information is not generally available due to confidentiality concerns. Product event summary: analysis found that the programmer cannot start up and cannot be updated through the internet. (B)(4).

Event description:
It was reported that there was a blank screen after starting up. The programmer was returned to the manufacturer for servicing. There was no patient involvement.